Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was able to charge normally. The device was charged for the reprogramming session. The patient reported that the cause of the por was that the patient hadn't charged 30 days or so since charging. The patient was given several new groups and the day of reprogramming group c had covered the patient's feet better than before. The patient was also given pulse width to empower their scs. No further information was given as the patient is getting effective therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient was not able to charge their ins and was not using the scs system because thought it wasn't helping. But once it was off they realized that it helped and would like it to be reprogrammed. Patient was later able to charge the device by using the antenna locator but received a por message on the recharger. Patient was able to charge the device, cleared the por and will meet the physician and the rep for reprogramming on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.